Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a blank display. The customer's blood glucose was 250 mg/dl. He said that the pump was exposed to water because he was cleaning his deck. After troubleshooting for the blank display, the display did not return. The customer mentioned that he also received a battery out limit alarm. The alarm was explained to him but he was unable to clear it. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.